Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, g4, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of image noise is expected or random component failure without any design or manufacturing issue. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 facility: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a noisy image. The issue was found during set up inspection. There were no reports of patient involvement.